Event description:
The manufacturer became aware of a rental dreamstation auto CPAP device. The patient was passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per device evaluation received on 10/14/2024: the device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was inspected and passed final test. The device's event log was reviewed by the service center and no error code found. In this report, box d, h has been updated/corrected.